Manufacturer narrative:
H3 - device evaluation: the lens was returned in a specimen cup. Visual inspection found the optic torn with residue throughout the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned in a specimen cup. Visual inspection found the optic torn with residue throughout the lens. Claim # (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter states a 13.2mm micl13.2 implantable collamer lens -9.5 diopter was implanted into the patient's eye. Reportedly the lens was too large and was explanted and replaced with a shorter length lens. No patient injury or sutures reported. Attempts to obtain additional information have not been successful.